Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3 of their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set was connected to the pt line of the homechoice set at the time of the alarm. The home pt's spouse reported that after receiving the system error alarm the home pt turned the homechoice power off/on, left all clamps and transfer set open and went back into the prime cycle. Baxter's technical service center assisted the home pt in ending therapy. The home pt's spouse reported that therapy was completed with manual exchanges. No pt injury was associated with this incident, per the home pt's spouse. The home pt contacted their nurse and was administered prophylactic antibiotics, ip cefazolin 1000mg once a day in their manual exchange for three days.